Manufacturer narrative:
Correction to catalog number from k08a to k15a.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Followed up by company representative.

Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, the balloon ruptured. Could not confirm that no balloon fragments were left in patient. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.